Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-33, lot# v318138, implanted: (B)(6) 2009, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
It was reported in 2013 the stimulator was moved down in the pocket, it had come to the top of the skin too far and it had bothered the patient. The patient had it done many times, at least 5 with other machines that they have had, but with this ¿machine¿ only once since 2009 and that was in 2013. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.